Event description:
On 12/apr/2022, it was initially reported that this patient on peritoneal dialysis (pd) had peritonitis. However, in additional follow-up the patient's pd nurse clarified the patient did not have peritonitis. Rather, the patient had a pd catheter (not a fresenius product) exit site infection. Moreover, the nurse confirmed the patient did not have any adverse effects due to use of any fresenius products. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).